Event description:
It was reported by the aci vascular closure specialist that a (B)(6) year old male patient underwent an interventional coronary stent placement in the lad on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk) a pre-procedure femoral angiogram showed the vessel size <7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that "the advancer tube was not present after the physician removed the sheath". The physician deflated the balloon and removed the device. Then the tech placed a syvek excel patch at the access site and held manual compression for 20 minutes. Hemostasis was achieved with no hematoma noted. The patient was hospitalized for unspecified and unrelated reasons. The patient's discharge date was not provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was disengaged from the handle. A piece of sealant grip tip was observed adhering to the polymide shaft, approx 122mm from the balloon proximal tip. The advancer tube was found inside the shuttle cartridge. This received condition indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1305703) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.